Event description:
The customer reported that the "cannot use" message was played and the equipment beeped three times. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).